Manufacturer narrative:
Additional information received indicates the patient was brought in and a 1.1 joule shock was delivered, which reported a 105 ohms impedance measurement. The physician planned to monitor the patient.

Manufacturer narrative:
Additional information received from the local area field representative indicated that the patient was scheduled to have a commanded shock performed. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a gradual rise in shocking impedance measurements from 90 ohms to 135 ohms. Boston scientific technical services (ts) discussed performing a commanded shock if the impedance continues to rise. All other lead measurements were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead was performed. The lead was severed 125 mm from the terminal pin and only the proximal segment was returned. Resistance testing verified the lead was electrically continuous. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Approximately four months later the rv lead was explanted and replaced. No additional adverse patient effects were reported.